Event description:
The customer reported that the ipc was not enabled. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a failure in the pc-guard or in ipc. He adjusted and configured the system. The system operates as intended.